Event description:
Device malfunction: tip detachment. Time of malfunction: unk. Symptoms/ae: unk. The rx accunet filter and delivery catheter were received at abbott vascular without any reported event description. Device analysis revealed stretched tip coils and tip detachment. The tip was not returned. Attempts to obtain info regarding the device and the event were not successful. Though requested, no information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.